Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 341 which interrupted an infusion on a pt. This event occurred in the chemotherapy infusion suite. Any pt injury or medical intervention is unk.